Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft was microscopically examined. The device showed a separation of the nickel outer shaft approximately 4cm to 7.5cm from the tip. The device was not completely separated. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter detachment occurred. The target lesion was located in the hepatic artery. A direxion was selected for use. During preparation, it was noticed that the distal end of the micro catheter had split or pulled apart from the catheter sheath. The procedure was completed with another of same device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter detachment occurred. The target lesion was located in the hepatic artery. A direxion was selected for use. During preparation, it was noticed that the distal end of the micro catheter had split or pulled apart from the catheter sheath. The procedure was completed with another of same device.